Manufacturer narrative:
On 02/08/2019, the 9805p lift was returned to invacare where it received an expanded evaluation that was completed on 02/18/2019. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its ¿as received¿ condition, the complaint was not confirmed. The 9805p hydraulic lift functioned as intended, free of instability issues. Upon visual inspection the 10 year old lift showed signs of wear and tear, including but not limited to: the casters all had threads and hair wrapped around the caster axles bolts, rear casters were coated with dirt and debris, the front left and right rear caster hardware was loose, multiple abrasions were on the base legs, the mast installment screw was bent, the lift¿s pump housing contained scuffs and scratches, the lift¿s boom paint was scraped, the boom end plug was missing, and there were signs of corrosion in several locations. The base handle was not returned. Should additional information become available, a supplemental record will be filed.

Event description:
The end users caregiver was transferring him in the lift and the lift tilted to the left and her son fell out of the lift.

Manufacturer narrative:
There was no alleged malfunction/deficiency with the device. Based on the information provided, the event was a result of use error. On (B)(6) 2018, the end user¿s mom called back and stated that she wanted to take her son out of the nursing home,where he has been a resident for 11 years to a hotel to get a non-institution experience, so they took the lift from the nursing home and their own personal cna with them. The mom went into the bathroom and while she was in there the aid took it upon herself to transfer the son by herself without asking or telling the mom. The son is 6'2" and (B)(6). The aid stated the lift started to tip to the left when she got him in it and she broke the fall but couldn't catch him or get control of the lift and isn't sure how it happened. There was nothing wrong with the lift the wheels worked properly, and the unit was checked out by maintenance. The son had been using lifts for 11 years prior to this alleged incident. A new lift was sent out and they will be returning the old lift back to invacare as requested. She stated no alleged defect or malfunction she just thinks the cna transferred him incorrectly trying to do it alone and misjudged her ability. If more information is received a follow-up will be filed. The 9805p lift was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business. The manufacture of these lifts has since transitioned to invamex. Therefore, the MDR is being filed under invamex.

Event description:
On (B)(6) 2018 end users caregiver was transferring him in a 9805p lift and the lift tilted to the left and the end user fell out. The caller states they took the end user to the emergency room on (B)(6) 2018 and he broke the neck of his left femur. On (B)(6) 2018 he had to undergo surgery to have 3 pins put in his leg.